Event description:
The customer reported that the device has a possible processor pca failure. The machine has a black screen and it is always in the maintenance mode after booting. There was no reported patient or user involvement and no adverse patient/user impact.